Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. The outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo. The inner and outer insulation of the lead were observed to have blood ingression. Concomitant product: product ID 4524-53, implantable pacing lead, implanted: (B)(6) 2002. (B)(4).

Event description:
The leads were returned to the manufacturer after being explanted and replaced due to a system upgrade. The leads subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.